Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level between 200 mg/dl and 400 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with insulin pump. The customer states the high blood glucose events began after they got out of the hospital from a stroke. Auto mode feature was not in use. The insulin pump will not be returned for analysis.